Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed

Event description:
It was reported by the customer that bd pyxis¿ medstation¿ es auxiliary drawer was not detected on the communication bue and unrecoverable. The customer stated that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this event.

Event description:
It was reported by the customer that bd pyxis¿ medstation¿ es auxiliary drawer was not detected on the communication bus and unrecoverable. The customer stated that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-feb-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer controller board for drawer 4.1 was defective. A field service engineer shut down the station and reseated all connections, but the drawer still did not come on the bus. The engineer replaced the drawer controller board, even though the lights were still present on the original board. After replacement, the drawer was tested in diagnostics using the acceptance test, where all cubie lids and pockets functioned correctly. The customer successfully tested the drawer in the application by performing an inventory count, and no failures were observed. The system functioned as intended after the field service engineer repaired the device.